Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that patient underwent mesh revision/removal in (B)(6) 2011.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with posterior repair, due to grade ii symptomatic rectocele and stress urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-04496. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence, vaginal and uterine prolapse, rectocele, cystocele, emotional stress, uncontrolled urination, urge incontinence, increased urinary frequency, urgency, and atrophic vaginitis.

Event description:
It was reported that following insertion the patient experienced urinary incontinence, vaginal and uterine prolapse, rectocele, cystocele, emotional stress, uncontrolled urination, urge incontinence, vaginitis, increased urinary frequency, urgency, and atrophic vaginitis.

Manufacturer narrative:
Date sent to FDA: 2/16/2017. It was reported that following insertion the patient experienced urinary retention.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced hematuria and urinary tract infection.